Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was bent during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient injury or consequence. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one spring wire guide (swg) within its advancer tubing and a 2-l cvc catheter for evaluation. Signs of use in the form of biological material were present on the swg body. Visual inspection of the swg revealed three kinks in the body. Microscopic examination confirmed both welds were present and fully spherical. The kinks in the swg body were measured at 337 mm, 370 mm, and 570 mm from the proximal weld. The total length of the swg measured 601 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.801 mm which is within specifications of 0.788-0.826mm per swg graphic. The undamaged portions of the swg were passed through a lab inventory 18 ga introducer needle and the returned catheter to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed both welds were attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had three kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was bent during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient injury or consequence. The condition of the patient is reported as "fine".